Manufacturer narrative:
The device was returned to zoll medical corporation; during disassembly of the device to determine root cause, the technician observed extensive damage not consistent with typical use. A visual inspection of the device found damage to the lc display and front enclosure not consistent with normal wear and tear. The lc display and front enclosure were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed vertical lines and no obvious display. Clinical data unable to be viewed. Complainant indicated that there was no patient involvement in the reported malfunction.